Event description:
A thoracic aortogram was being conducted with the catheter. During the injection of 40mls at 20mls per second, the catheter ruptured 4cm from the fitting. It is believed that 1000 psi was utilized during the injection. Upon rupturing, blood and contrast was sprayed into the staff nurse's eye.